Event description:
Allergan receive a report that a female patient was treated on (B)(6) 2013, (B)(6) 2013 and (B)(6) 2014 with a legacy coolmax coolcurve+ to the upper abdomen and bra fat. Pah was described as firm tissue that conformed in size and shape to the applicators used. Treatment provider reported a patient experiencing paradoxical hyperplasia (ph) post coolsculpting treatment with onset date of 2014 sept/oct.

Event description:
Allergan receive a report that a female patient was treated on (B)(6) 2013, (B)(6) 2013 and (B)(6) 2014 with a legacy coolmax coolcurve+ to the upper abdomen and bra fat. Pah was described as firm tissue that conformed in size and shape to the applicators used. Treatment provider reported a patient experiencing paradoxical hyperplasia (ph) post coolsculpting treatment with onset date of (B)(6) 2014.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.